Event description:
Patient (pt) then states they have an abbott spinal cord stimulator (scs) and they are having it removed because the MRI if for the prostate and the dr said they have to have a 3t for the prostate. Which is not approved for the abbott scs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).